Manufacturer narrative:
Continuation of d10: product ID: 106e2 product type: console product event summary: the 2af283 balloon catheter with lot number 16933 and data files were returned and analyzed. Two patient files were received. Patient file one showed 13 applications were performed using a catheter identified as 2af283 of lot number 16933 and patient files two showed three applications using a catheter identified as 2af283 of lot number 16933. Patient file showed two 50028 system notices were received, indicating that there was a problem with the injection process. During inflation at applications two and three. The reported system notice 22406 indicating ¿the balloon is deflated¿ could not be assessed through data analysis. External visual inspection of the balloon, shaft, and handle segments was carried out and the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 16 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation it was observed the guidewire lumen was kinked inside balloon. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was carried out. During in spection of the shaft segment, a guide wire lumen kink/twist was observed 1.05 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the return product inspection due to a kink/ twist was observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the patient was cardioverted. The patient's sinus rhythm could not be maintained and ablation of the left pulmonary vein (pv) was required. Then, a system notice was received indicating that the balloon was deflated and a system notice was received indicating that there was a problem with the injection process. The case was then switched to radiofrequency (rf) to complete. No patient complications have been reported as a result of this event.